Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr with a 29 mm sapien 3 valve, a commander delivery system leak occurred. As reported, there was difficulty during fine alignment, the system needed to be reset twice. Valve alignment was performed in a straight section. After deployment of a 29 mm s3 valve, blood was noted in the inflation device. The delivery system was successfully removed intact from the patient. The 29 mm s3 appeared slightly under deployed on fluoroscopy, but no paravalvular leak was noted on angiography or tte. The team decided not to post-dilate. The patient was stable post procedure and sent to recovery in stable condition.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 29 mm commander delivery system was returned with atrion inflation device attached. The delivery system was locked at the valve alignment marker with the loader cap over the flex shaft, partially flexed, with no fine adjustment used. A pinhole leak was observed distal to balloon shaft on crimp balloon. There were minor gouges on flex tip. Valve alignment functional testing was performed successfully with no issues with gross alignment, fine adjust, lock/unlock functions. Double wall thickness of the crimp balloon was taken. The measured components met the specifications the device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for fine adjustment valve alignment difficulty and balloon leak were confirmed based on visual inspection of returned device and imaging evaluation. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. For the complaint of fine adjustment valve alignment difficulty, as reported, 'there was difficulty during fine alignment, the system needed to be reset twice. Valve alignment was performed in a straight section. After deployment of a 29 mm s3 valve, blood was noted in the inflation device.' Potential sources of high alignment forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. According to case notes and imagery provided, the patient had tortuosity present in the aorta. Performing valve alignment in a tortuous (non-straight section) vasculature can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip, as evidenced by gouges on the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher than normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Although it is reported that valve alignment occurred in a straight section of the aorta, the tortuous vasculature seen in the 3meniso imagery could have contributed to the experienced difficulty during fine adjustment ultimately leading to the need to 'reset' the system by repositioning to a straight section of the vasculature and relieving tension. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (high alignment forces/tension build up) contributed to the reported event. For the complaint of balloon leak, as reported, in the complaint case notes, there was nothing unusual during device preparation, indicating that the device has no issue out of the box. It is likely that the balloon damage occurred during use. The reported leak was confirmed on the crimp balloon as a pinhole leak. Through provided imagery it is also confirmed the patient had calcification present through the aorta. Calcification can present a challenging condition for the balloon during tracking through the system. Calcific nodules can interact with the balloon and compromise the balloon structure. Furthermore, high alignment forces can weaken the crimp balloon material making it more prone to leakage or damage. It is possible that a combination of the calcification in the patient's vasculature and the high alignment forces during valve alignment caused damage to the balloon and thus led to the reported leak in the delivery system. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (high alignment forces) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time.